Event description:
Reporter alleged the customer obtained a result of 250 mg/dl on the advantage system without any hyperglycemic symptoms. Reporter stated that because the customer didn't believe the result, she took 500 mg of metformin instead of the 1000 mg that she normally takes and that she has also been restricting food. Reporter stated the next morning, the customer was unresponsive, 911 was called, and a result of 50 mg/dl was obtained on the emt system. Reporter stated the emt's treated the customer with a glucose shot and oral glucose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.